Manufacturer narrative:
The apc/esu system was inspected/tested on february 19, 2026. A technical safety check was performed on each unit. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In conclusion, no apc/esu system problem was found that would have caused or attributed to either of the events. The erbe monopolar cable was not made available for evaluation. Nevertheless, there are many factors that could have caused the cable's voltage flash-over (e.g., age, external stresses-over bending, inadequate reprocessing, etc.). In addition, the same voltage flash-over issue was also reported with a bowa instrument cable in a separate incident. Based upon the description of the events, it appears that the user is not checking active cables prior to each use. Per erbe's monopolar cable notes on use, the user is to inspect the cable prior to use and not use damaged or functionally impaired product. In conclusion, no specific cause or causes could be determined involving the reported incident with the erbe cable. Erbe is now closing the file on this event.

Event description:
It was reported that an incident occurred with an erbe monopolar cable during a tlh procedure. The monopolar cable was used with an erbe system, argon plasma coagulator [(apc), model apc 2, part number (p/n) 10134-000, serial number (s/n) (B)(6)] / electrosurgical unit (esu/generator, model vio 300 d, p/n 10140-100, s/n (B)(6)). No information regarding accessories used or the esu settings employed was conveyed to erbe. Per the report, "a voltage flash-over with flames" occurred on the erbe monopolar cable. The incident also noted the same voltage flash-over defect was reported with a bowa instrument cable on february 17, 2026. There was no report of any user or patient injury.